Event description:
It was reported that the buttons were not consistently responding on the customer's insulin pump. The customer did not call any significant events leading up to the issues. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratches on display window, cracked display window, and cracked case near display window corners which were noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.